Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical without lymphadenectomy surgical procedure, the 8mm monopolar curved scissors instrument was observed to have a scratch on the shaft and the orange surface was visible. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the part 1 and 2 are referred for the scratch on the shaft. There was no damage to the tip cover. There was no harm to the patient. The surgery was completed as planned. No fragments fell inside the patient. The delay was less than 15 minutes. There are no photos and/or videos of this event available for review by intuitive.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissors instrument for failure analysis investigation. The instrument was analyzed and found to have scratch marks/abrasions on the orange plastic section of the tube extension. The tube extension scratches marks measured roughly 4.26mm x 0.65mm. There was not any material missing.